Event description:
A male pt contacted lifecor customer support to report that he has not worn the device for two days now. He said that he has been sitting on his living room chair the whole time, and has never gotten wet or moved. He stated that he is the only one who lives there. He said that he went to put the device back on today and it would not start up. Support had the pt look inside the battery well and the pt stated that all the pins looked fine. He also stated that the pins on the battery packs looked fine. The pt is an electrician and decided to look at it under magnification and a bright light. He found that two of the pins were bent together in a v shape. He also determined that there was a piece of plastic stuck in one of the contacts of the battery pack. A lifecor pt services rep (psr) visited the pt and exchanged the monitor and battery packs.

Manufacturer narrative:
Device MFR date: monitor - 01/2008. Battery pack - 08/2007. Battery pack - 02/2008. Device evaluation summary: device evaluations of monitor, and two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had corresponding damage to the plastic connector housing from the bent contacts within the monitor. They were repaired, retested and restocked. The damage connector on the monitor and battery packs was replaced. No adverse events resulted from the damaged monitor or battery packs. The pt received a replacement monitor and battery packs.